Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted in a patient endovascular treatment of a 7 cm in diameter abdominal aortic aneurysm. It was reported that the endurant aui was advanced to the intended landing zone, the physician turned the back end blue wheel however the suprarenal struts would not deploy. The physician was able to disassemble the delivery catheter and successfully deployed the stent graft at the intended location. The physician stated that the cause of the event was related to the patient¿s anatomy of very angulated aortic neck, 90 degree. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.